Manufacturer narrative:
This report is submitted on january 31, 2024.

Event description:
Per the clinic, the patient experienced non-auditory stimulation and pain with device use subsequent to sustaining a head trauma (specific date not reported). The device was explanted on (B)(6) 2023. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on april 04, 2024.